Event description:
Technician alleged the brake caster wouldn't hold.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. A similar reading to what the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a reading of 145 mg/dl from their freestyle lite meter which was higher than she felt. Customer also reported experiencing symptoms of hypoglycemia. Paramedics were called and they treated customer with an IV. Customer was then transported to a health care facility; however, there was no report of any diagnosis or treatment at the heath care facility. There was no report of death or permanent impairment associated with this event.